Manufacturer narrative:
The automated impella controller has been received from the customer and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that upon turning on an automated impella controller for a patient going on impella mechanical circulatory support, a system self-check failure appeared. The console was exchanged as a result of the failure and the report noted there was no patient harm. There was no report or indication in delay in therapy.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console and data logs were received for investigation. According to the data and device analysis the root cause of the ¿system self check failed¿ was power battery manager (pbm) corrosion. H10 investigation results were inadvertently omitted on the initial manufacturer device report 1220648-2025-26184.